Event description:
A report was received that the patient was explanted due to soreness at the lead and pocket sites.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-70, serial: (B)(4), description: artisan surgical lead, 70cm; model: sc-4316, lot #: 15121770, description: next generation anchor kit-sterile. Explanted devices will not be returned to bsn as it was discarded by medical facility.